Manufacturer narrative:
The customer reported that the unit does not read co2. The unit was used on a previous patient and it operated just fine. Customer reports that the unit stopped reading co2 while prepping for the next patient. Customer is sending the unit in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit was displaying waves but no numerics. The device was sent to nihon kohden and is pending evaluation. No harm was reported.

Manufacturer narrative:
Details of complaint: on 4/5/2018 customer stated that gas device was giving waveforms, but no numeric values were displayed. Model and serial number, and settings for the bedside monitoring device is not available. Device was sent to nka for evaluation and repair. On 7/26/2018 nka repair center evaluated the device. The evaluation noted "humming noise" on the device and attributed the noise to sensor component. On 1/17/2020 nka repair center re-evaluated the device. The same observation was noted. Numerical values were shown as intended; however humming noise was noted. The humming noise was attributed to sensor component cd-314-01. Service requested: evaluation and repair. Service performed: evaluation. Investigation result: nka repair center evaluated the device. The reported problem could not be duplicated. However, the evaluation found the humming noise from the sensor unit cd-314-01. Device was put into service (B)(6) 2014. Service history shows the following: 300120935 - current notification. 300097375 - reported on 9/15/2017. Customer reported device was making "funny noises". Nka repair center evaluated the device and resolved the issue by replacing the sensor unit (cd-314p). Information necessary for investigation was not available, specifically: · water trap replacement frequency · gas settings on bedside monitor. For example, if the screen layout on the bedside monitor is set to fixed mode, are the parameter settings properly configured? · verification of proper connection for the water trap and sampling line · are the gas units positioned at a permanent location or frequently moved? · if frequently moved, is the multi-link connection cable next to the grounding terminal securely seated with two screws tightened? · are there any bents on the exhaust gas tube? · does the bacterial filter, where the exhaust tube is connected to, conform to 0.2 micrometer pore size? · are the units stored in high humidity locations? · is there adequate space behind the unit for the fan to operate properly? · are there any units placed vertically? If so, did customer orientate the water trap according to manual's instruction? Service manual for gf-210r/220r, second edition, printed 2012/09/21 includes the following selected items: general handling precautions: · instrument must receive expert, professional attention for maintenance and repairs. When the instrument is not functioning properly, it should be clearly marked to avoid operation while it is out of order. · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Per service manual, regular maintenance and inspection must be performed every six months. Although performance of the device was not affected, the cause of humming noise was attributed to sensor unit cd-314-01 needing replacement. This repair could not be performed at nka. With little information provided regarding customer's maintenance of the device, the root cause of the sensor failure could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Investigation conclusion although performance of the device was not affected, the cause of humming noise was attributed to sensor unit cd-314-01 needing replacement. This repair could not be performed at nka. With little information provided regarding customer's maintenance of the device, the root cause of the sensor failure could not be determined.

Event description:
The customer reported that the multigas unit was displaying waves but no numerics. The device was sent to nihon kohden and is pending evaluation. No harm was reported.